Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support encountered a positioning issue that required device replacement. The patient was transported tothe catheterization lab to undergo emergent right and left heart catheterizations for investigation of ventricular fibrillation arrests as well as diffuse st depression noted on electrocardiogram. The left heart catheterization revealed no stenosis except for 40-50% left anterior descending (lad) stenosis. Left ventricular end-diastolic pressure measured at 33. Left ventriculography gram revealed ejection fraction of 20%. The decision was made to initiate impella cp support at this time. The impella cp was inserted in the right femoral artery in routine fashion and flows were initiated. After insertion placement was re-evaluated, the impella catheter was retracted and inadvertently pulled through the aortic valve. Re-insertion was attempted with bowing of the cannula noted under fluoroscopy. The decision was made to remove the impella cp and reinsert a new impella cp device which was successfully completed without incident. Flows were initiated. Flows of 3.7 liters were achieved. The patient was transported to the unit to rest on impella cp support in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Reported inadvertently pulling the pump back across the aortic valve after pump was initially placed. Attempted wireless re-access without success and noted a cannula kink under fluoro. The root cause of the positioning issue was most likely use related since the pump was inadvertently pulled back across the aortic valve during repositioning.